Manufacturer narrative:
The smiths medical pump was returned for analysis in fair physical condition but it did have a damaged housing. The pump was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. The circuit board was found to be the cause of the complaint.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with error code 1260. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.